Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent stopped during case. No patient harm. Friday the 13th, no time noted according to biomed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that vent stopped during case. No patient harm. Friday the 13th, no time noted according to biomed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The device log was analyzed. On the reported date of event, the device was powered on at 07:22 am and successfully passed the subsequent power-on self-test at 7:26. Right after the case in question started at 11:05 using volume mode an intermittently too high (negative) vacuum pressure was detected in the ventilator. The ventilator did not react with an autonomous shutdown as normally expected in case of the vacuum pressure being outside tolerance. As the situation did not improve after changing modes and found to be recurring it could be concluded that the problem was of oscillating nature. The cause of the detected behavior can be manifold but probably can be traced back to the bacteria filter inside the pneumatic assembly of the ventilator which was blocked. The device alarmed for apnea and minute volume low as specified. The integrated pressure-, flow- and patient gas monitoring ensures that any deviations from set/expected parameters are obvious and that alarms will be given according to the alarm limits adjusted by the user. It can be concluded that the device has reacted on the detected situation as specified by posting corresponding alarms to inform the user about the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.